Event description:
It was reported that patient underwent a surgical procedure involving his inflatable penile prosthesis (ipp) due to device performance issues. Pump capsule constricting inflation. Excised scar for ideal pump placement patient did not experienced any adverse patient effects. All components were explanted and replaced.